Event description:
Customer service documented customer receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported two readings of 75 mg/dl, 37 mg/dl and "hi" (greater than 500 mg/dl) within 10 minutes. All tests were done on the arm. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. According to the memory log of the returned meter the values of the customer received are 75 mg/dl, 37 mg/dl, 75 mg/dl, and a "hi" within 10 minutes were found in 2008.